Manufacturer narrative:
Date of event is unknown. (B)(4). Date of initial implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 on a femur for infection, non-union and broken screws. The surgeon removed the three (3) 5.0mm ti locking screw w/t25 stardrive 36mm for im nails and a 12mm ti cann retro/antegrade femoral nail-ex/340mm-sterile. The nail was removed intact and patient was reported as being stable. The patient was implanted with an antibiotic nail in the meantime. This report is for one (1) 5.0mm ti locking screw. This is report 3 of 4 for (B)(4).